Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. During the evaluation, the balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region. Through lumen was patent without any leakage or occlusion. Both balloon windings were intact, however, the catheter tip was observed to be bent and the catheter body underneath the balloon area was collapsed at the inflation lumen port. Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. As part of the manufacturing process, 100% of the units go through a balloon inspection process performed in which the integrity of the catheter and balloon are validated. Deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone that appears on the balloon surface as a maze of fine cracks or crazing. The manufacturing process have the controls to detect this conditions, since in these procedures the units are 100% inspected according to plan specifications, the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Based on the available information, it cannot be determined that the failure is related to a manufacturing or design defect. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty embolectomy catheter, the balloon burst. The balloon was functional during testing. There was no allegation of patient injury. The device was available for evaluation.